Event description:
The hospital reported that during the preparation for a saphenous vein harvesting procedure, the nose of the dissection tip detached while attaching the unit to the endoscope. The hosp did not report any patient involvement.